Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was a broken lid/cap. The following information was provided by the initial reporter. The customer stated: "the nurse collected blood for the patient and examined the purple tube. It was found that there was a cross in the cap of the purple tube. It was replaced in time without causing adverse consequences."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged shield. Bd was not able to identify a root cause for the indicated failure mode.